Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the combo bolus would not work when the chosen as the method of delivery on the pump. It only worked through the meter remove. Once the batter was changed, it worked. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the pump settings showed the advanced bolus was set to enabled, and the combo bolus was successfully programmed and delivered with no issues. The black box showed a call service 167 radio frequency time out warning during bolus attempts. No hypersensitive or stuck keys were found. The history settings complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.